Manufacturer narrative:
(B)(4). Additional questions pending release of authorization to use and disclose from patient. To date device not received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast reduction on (B)(6) 2019 and topical skin adhesive was used. Three days post op of a breast reduction, had a reaction, contact dermatitis and red. On (B)(6) 2019 provided a five day steroid pack. Patient tried benadryl, topical cream. The glue extends two inches. Patient returned to clinician on (B)(6) 2019 and saw her physician assistant who attempted to pull the adhesive. They suggested to mix up zinc oxide and vaseline to help take the adhesive off, to loosen adhesive. Patient attempted twice a day for four days. They provided her with lidex cream fluocinonide .05%. No device to be returned. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/23/2019. The following information was requested but not received to date. Was prineo or dermabond used? Product code and lot number? Initial procedure date (B)(6) 2019? What date did the reaction occur post op? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please indicate any medical or surgical interventions performed please describe how was the adhesive was applied on the tape what prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? Photos (3) were provided-what was the date of the photos? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.